Event description:
Revision surgery - the post was broken, a piece was stuck between the femur and insert creating poly wear. Post was broken three years post-op. The pt's activity level was low and she had little activity outside of the house. Range of motion was confirmed over 130 degrees, there was no infection.